Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-20271. The patient was implanted with two leads of the same lot number. It was reported the patient's stimulation is not working effectively. Reprogramming found 4 contacts had normal impedances and the others were invalid or low. The patient has minimal stimulation. X-rays were taken to check the leads. Follow-up identified the cause of the invalid impedance was due to the leads disconnecting from the header of the ipg. Surgical intervention was undertaken on (B)(6) 2013 and two extensions added to the system. The two leads were removed and repositioned. The patient was working with the physician for future follow-up.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.